Manufacturer narrative:
(B)(4). A companion sample is available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm is confirmed based on the care giver (cg) stating that the supply bag fell while the patient was sleeping and the bags were stable prior to the event. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The home patient (hp) stated that one of the bags became disconnected from the set up. The technical service representative (tsr) explained the alarm and assisted the hp with ending therapy. The tsr advised to start over with new supplies and if she opted not to, advised to call the peritoneal dialysis nurse in the morning to let her know. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the caregiver stated the bag fell while the patient was sleeping and the bags were stable prior to the event. The caregiver was not sure if the nurse was contacted so baxter advised them to contact the nurse regarding the event and manuals were used to finish therapy. Therapy was going fine since the event. No patient injury or medical intervention was reported.